Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is the final report.

Event description:
A report was received that a patient was having difficulty charging. An x-ray revealed that the patient's ipg was flipped in the pocket. The patient had a revision, and the ipg was sutured down correctly. The patient is reportedly doing well.